Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous renal replacement pediatric patient using a prismaflex control unit, experienced an unresponsive screen with a ¿return extremely positive¿ warning alarm condition. This happened while attempting to return blood to the patient. Treatment was terminated. The customer called for assistance in unloading the set. The customer was explained how to trigger a higher priority alarm and the problem was resolved. There was no patient injury or medical intervention associated with this event. No additional information is available. Screen this is a case related to pediatric patient as the event is reported from a hospital for children. It was reported that the patient was treated with crrt using a prismaflex control unit. Due to an unresolved ¿return extremely positive¿ warning alarm condition, the prismaflex screen was perceived by the operator as unresponsive and not able to unload the set. The crrt treatment was terminated; no clinical symptoms or medical intervention was reported. No additional information is available.